Event description:
Healthcare professional reported left side "deflation", "deflation from valve tab". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on may 23, 2025, with lot number 1437875. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap and partial delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation", "deflation from valve tab". Device was explanted and replaced.